Manufacturer narrative:
(B) (4). The ge service rep performed a filament calibration. He tested system by doing arc test; produced 120kv/1ma fluoro shot for 15 minutes; no errors produced and upon review of error logs, no indication of high ma errors or overheat occuring. The rep verified kv auto tracking with copper plates; measured 63, 72, 80 kv, all readings were within tolerance. He removed and replaced the lemo connector. The system operates as intended.

Event description:
The customer reported that the image was moving around while "fluoring." Also the overheat error displayed after a few shots. The customer adjusted the kv/ma manual to compensate for overheat error and in turn system doesn't produce the image quality desired. The customer also reports the kv/ma auto tracking was not working.